Event description:
During a refitting of a (B)(6) male patient, a patient service representative contacted zoll customer support to report that the patient's battery charger would not power on. The patient was provided with a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon evaluation, contamination was discovered on the charger/modem battery board. The root cause of the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.